Event description:
It was reported that during a follow up in clinic, oversensing due to noise was noted on the right ventricular (rv) lead resulting in inappropriate high voltage therapy. Additional inappropriate high voltage therapy was aborted due to low defibrillation impedance on the rv lead. The rv lead was capped and replaced with a subcutaneous implantable cardioverter defibrillator (ICD) system. The patient was in stable condition.